Manufacturer narrative:
Event description, corrected data: supplemental report #1 inadvertently did not include a description providing clarity on the internal investigation performed.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed.

Event description:
Two weeks after initial implant, patient¿s device indicated high impedance. When diagnostics were performed, the impedance results were within normal limits for two of the tests and higher for two tests patient has not experienced any trauma to the neck or chest. When device was turned on, patient experienced coughing. The device was disabled and the coughing resolved. X-rays were reviewed and incomplete pin insertion was ruled out as the cause of high impedance as the connector pin was visible past the second connector block. No sharp angles or gross discontinuities were identified in the visible portion of the lead. Diagnostics were run at a later date and were within normal limits. No additional or relevant information has been received to date.